Manufacturer narrative:
A device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported, the patient was experiencing an infection at the lead and ipg sites. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the scs system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The proclaim plus ipg was explanted due to infection. There were no other allegations against the ipg. The reported event for infection cannot be verified during lab analysis. Visual inspection of the ipg did not identify any anomalies that would contribute to any issues. The ipg was functionally tested and passed all testing. Sterility record showed no nonconformances recorded.